Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its uplink amplitude test and was unable to identify an implantable heart device. It was also noted that its label was delaminated and that it had a cracked light-emitting diode lens. Its cable, label and upper case were all replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was missing its label backing. The head was returned for service. No patient complications have been reported as a result of this event.